Event description:
Add'l info rec'd from reporter 12/11/2013: I am having problems with nerve damage in my right leg, diagnosed by an img exam. The neurology department at (B)(4) hospital, along with dr (B)(4), urology. I had dirty urine for three years. I am not a drug addict or sexually active. My bladder is giving me problems, also. I need help. Cobalt, urine 13.6, high. Chromium, urine 4.3, high.

Event description:
Metal in blood. Metal in urine - my doctors are testing to see how much metal in bladder is causing to urinate too frequently. I have received your questionnaire about the zimmer hip implant, versys metal implant. I have metal in my blood and urine. We have to determine how much metal that could be damaging my bladder. I had surgery on (B)(6) 2007. I have problems using cell phone, little radios with ear phone, remotes and metal detectors, etc. My doctors said, quote, I never heard of metal in the blood and urine. He wanted to know how the metal got there in through your system. I want a replacement. I had two offers to replace the implant, later the doctors changed their minds, stating they didn't want to disturb the device. I would like a study done on how much metal is okay inside the human body. Other (concomitant) medical products: prednisone 110 mg once a day, (B)(6) 2007. Reason for use: for pain and strength, a long time usage.